Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were "140 mg/dl" on their meter and "106 mg/dl" from the lab test. Tests were done within 10 minutes with a difference of 32%. Pt did not experience any adverse events. The control solution test passed (result 130 and 131: range 107-141).